Event description:
It was reported to boston scientific corporation that an autotome rx cannulating sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in early 2009. According to the complainant, during the procedure, the sphincterotome wire broke inside the pt. The procedure was completed using another autotome rx cannulating sphincterotome. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "stable."

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.